Event description:
It was reported that during flight, the cardiosave intra-aortic balloon pump (iabp) unit had a loose fiber optic connector. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse found that the top portion of the fiber optic connector was loose and moving. The fse found a loose screw on top of the pneumatic interface board and another loose screw under the drive manifold. The fse was unable to calibrate the 30 psi transducers, and the compressor output test would not run. The fse replaced the front end module and vacuum and pressure transducers. The fse also found that the logs had codes 58 and 124, which potentially meant the transducers and front end module were the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-1164 rev. A serial number (B)(6) (qty:2) part number 0682-00-0091-01 these parts were received with a failure of being unable to calibrate the 30 psi transducers. Performed a visual inspection and found parts in good condition. Retaining the parts in the failure analysis and testing department per procedure. Part number 0012-00-1562 this part was received with a failure of a loose connecter. Performed a visual inspection and the top port connector was loosed. Fat was able to verify the reported issue on this part. The fat installed part number 0670-00-1164 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Not able to replicate the failure of the failed 30 psi transducer calibration. The fat installed the 2 part number 0682-00-0091-01in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Able to successfully calibrate and test both parts. Fat was not able to find the reported issue in any of the parts. Sending part number 0670-00-1164 to the supplier for further failure analysis per procedure. Retaining the rest of the parts in the failure analysis and testing department per procedure. The failure analysis and testing department received the following part from supplier on 29 aug 2024. Pn: 0670-00-1164 sn: (B)(6) front end board. Skip ict test due to old version. No issue found. The results of the hi-pot and fct tests all passed. Retaining this board in the fat dept. Per procedure.